Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient had a loss of connection. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed pairing test with (B)(6) bluetooth device and unit failed. Performed share log review and customer complaint confirm via data. Functional testing was performed and the test failed. The reported event of loss of connection was confirmed. The root cause could not be determined.